Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in december 2016, this pacemaker had evidence of oversensed noise and high out-of-range impedance measurements on the right ventricular (rv) lead. There was a 46 second pause recorded on a reveal device. At the time this pacemaker was reprogrammed from bipolar to unipolar and the automatic gain control was programmed on. A year later the rv lead still had evidence of high out-of-range impedances and oversensed noise however now the same observations were seen on the right atrial (ra) lead. A loose set screw was initially suspected and boston scientific technical services (ts) guidance was sought. It was later reported that an x-ray revealed subclavian crush. The patient is not pacemaker dependent and there were no adverse patient effects reported.

Event description:
New information received indicates that this lead was capped.